Manufacturer narrative:
Supplemental report 02 - (B)(4). Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: the information in this complaint (B)(4) has been evaluated. The batch 6005767 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instruction (wi) guidance for visual testing for complaints area version 1 and wi guidance for functional testing for complaints area version 1 for the code soft cannula and introducer needle found bent/kinked during insertion. Complaint investigations: 1 serter was provided for testing. An investigation or test to check if the soft cannula is kinked cannot be performed. The serter shows no damages or defects. The reference samples from the lot have been requested. The following tests were performed: visual test according to wi version 1 on reference samples, 10 samples out 10 samples passed the test. Functional test 1 according to wi version 1 on reference samples, 5 samples out 5 samples passed the test. Device history record (DHR) review: the lot 6005767 was manufactured according to the wi version 111 manufactured in the line 9, on 04/mar/2024, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified, nor maintenance events were recorded. Trending: a query was run in database on 09/jan/2025 against malfunction code soft cannula and introducer needle found bent/kinked during insertion and lot 6005767 and other 1 complaint has been registered in database for the same lot 6005767 and malfunction code. Conclusion summary of the related event: as a result of the following: serter returned shows no damages or defects. No defect on tests for reference samples, no harm reportable, no nc raised during production related to the malfunction reported, other 1 complaint received on the lot in question and malfunction code, no further actions are required. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Initial and final MDR (B)(4)- MDR 3003442380-2024-30408- device 2 of 2.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced cannula issues with two infusion sets. The cannulas were kinked. The event occurred on 24-sep-2024. Patient noticed symptoms within 3 or more hours of insertion. Infusion sets were used from 10am-2pm. The insertion of site was the thigh. Patient also experienced high blood glucose level. Blood glucose level was displayed high at the time of the event. Patient drank water. Patient replaced infusion set and resumed insulin deliveries successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.

Manufacturer narrative:
Supplemental report 01 - MDR (B)(4) - MDR 3003442380-2024-30408. Additional information - this MDR is being submitted to include the below: d9: device available for evaluation has been selected as yes & date returned to mfg was added as well.

Event description:
To date no additional patient or event details have been received.